Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient's daughter stated that the patient advised them that they were voiding more times with the device, than they were prior to evaluation. Patient's daughter stated device isn't working. They were unable to troubleshoot at the time of the call. Patient was having feeling of urgency's but unable to void at those times, and it happened several times a day. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.